Manufacturer narrative:
The device is not available to be returned for evaluation. Without the returned device, a probable cause is unable to be determined.

Event description:
The event involved a cogent hemodynamic monitoring system where it was reported that the customer had repeated issues with the cco pa catheter, both with the monitor as well as with the catheter itself. They been having issue with inaccurate co/ci readings. It is to the point where their heart surgeons do not trust the values and are requesting to return to thermodilution catheters. There was patient involved, no human harm and there was a delay in therapy.